Event description:
Followed up revealed that the patient's infection is being treated with oral antibiotics, and may undergo surgical ipg relocation at a later date.

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient developed an staphylococcus infection at the lead site. As a result, the patient's wound care physician is referring the patient to a surgeon as the next course of action.

Event description:
Follow up revealed that the patient's infection at the lead site resolved over time.